Manufacturer narrative:
The event for bur retention was confirmed by the qa technician through function evaluation, disassembly and visual inspection. The components of the device were affected by widespread debris/corrosion affecting the components including the bearings and collet. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the bur walks out of the attachment during the cut test. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.